Event description:
Information was received indicating that the registered nurse found the patient's epidural tubing disconnected at the connection site. The site was approximately disconnected for an hour. There was no reported injury to the patient.